Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. A follow up call was made on (B)(6) 2018; customer call to say said she went and bought a battery and now meter is working fine. Customer states that her condition has not improved. Customer states that she is not sure if it's because of her diabetes. Another follow up was made on (B)(6) 2018; customer states that she is still feeling weak nauseous and her blood glucose has drop down to 62mg/dl. Customer was waiting for her nurse to come. In a follow up call on (B)(6) 2018: customer states that she passed out yesterday. Her husband found her and had to call 911. Customer states that blood sugar was 43mg/dl when they arrived at her home. Customer states that they brought her blood sugar up and advise her to continue taking her metformin. She was released the same day. Customer states her nurse is coming to see her today. Customer states that she is not concern with results from the meter, she believes the meter is working fine. Customer states that she knows that the meter is working fine, she is not sure why her blood sugar is dropping.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by replacing meter's battery. Product is working as designed. Most likely underlying root cause: mlc-134 -user has low glucose value test strip UDI: (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by replacing meter's battery. Product is working as designed. Most likely underlying root cause: mlc-134 -user has low glucose value. (B)(4).

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. A follow up call was made on (B)(6) 2018; customer call to say said she went and bought a battery and now meter is working fine. Customer states that her condition has not improved. Customer states that she is not sure if it's because of her diabetes. Another follow up was made on (B)(6) 2018; customer states that she is still feeling weak nauseous and her blood glucose has drop down to 62 mg/dl. Customer was waiting for her nurse to come. In a follow up call on (B)(6) 2018: customer states that she passed out yesterday. Her husband found her and had to call 911. Customer states that blood sugar was 43 mg/dl when they arrived at her home. Customer states that they brought her blood sugar up and advise her to continue taking her metformin. She was released the same day. Customer states her nurse is coming to see her today. Customer states that she is not concerned with results from the meter, she believes the meter is working fine. Customer states that she knows that the meter is working fine, she is not sure why her blood sugar is dropping.